Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer was failed to lock. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had failed. A field service engineer (fse) postponed the work, due to an active case in the room. Fse later found that the unit was not sensing closed. Fse re seated the sensor connections and cleaned the sensor. The system functioned as intended after the field service engineer repaired the device.